Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the printer was not communicating with system. The field service engineer reconfigured the printer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system printer was not communicating. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.